Event description:
Philips received a complaint by the customer on the v60, indicating that the device is displaying error code 1122 (cbit) check vent: blower temperature high message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the reported problem after 30 minutes of operation. As a preventive measure, the fse will replace the blower. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.